Event description:
The patient was having an MRI for lower back pain. The patient told the healthcare provider that the pump hadn¿t worked in 3-4 years. No interventions, drug or outcome reported. Further follow-up was being conducted to obtain information .if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l60853, implanted: (B)(6) 1999, product type: catheter. (B)(4).